Manufacturer narrative:
The customer reported that the iabp is not currently in clinical use as service is no longer provided by getinge for this iabp model. In addition, the customer will be officially notified by getinge that we no longer provide service for this model, and has indicated that the iabp will be permanently removed from service upon receiving this notification. No further investigation is required.

Event description:
It has been reported that before preventive maintenance (pm) was performed by the customer on the system 98xt intra-aortic balloon pump (iabp), the customer tried running the iabp in battery mode and the battery indicator on the display showed up. However, the battery level was not indicated. The iabp is still able to operate for more than 90 mins with internal trigger at 120bpm. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The system 98xt is no longer supported by getinge service. Technical services suggested to the customer that the alleged malfunction may be due to a faulty power supply. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It has been reported that before preventive maintenance (pm) was performed by the customer on the system 98xt intra-aortic balloon pump (iabp), the customer tried running the iabp in battery mode and the battery indicator on the display showed up. However, the battery level was not indicated. The iabp is still able to operate for more than 90 mins with internal trigger at 120bpm. No patient was involved during this event. No adverse event was reported.